Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient complained of her scs charger not being able to communicate with her ipg properly. Follow-up identified the patient has lost a significant amount of weight and the ipg has moved down and is tilted. The patient also stated she is experiencing discomfort due to the current location of the ipg. Surgical intervention may be taken to address the issue.